Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged into the sinuses. Subsequently, a second valve was implanted. It was reported the patient died during the implant procedure. The cause of death was not received. It is unknown whether an autopsy was performed.

Manufacturer narrative:
Additional information was received that the implant depth of the initial valve was shallow, above the native annulus, and upon full deployment, the valve dislodged high into the sinuses. A snare was used to attempt to move the initial valve above the sinotubular junction, but it was not successful. Once the second valve was implanted, the position of the initial valve caused the calcified native valve leaflet to occlude the left coronary artery. Per the physician, the cause of death was due to a coronary artery occlusion from the native leaflet. An autopsy was not performed. Concomitant medical products: product ID evolutpro-29-us; serial (B)(4); use by date 2020-10-02; UDI (B)(4). If information is provided in the future, a supplemental report will be issued.